Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient reported that they were not feeling stimulation so they increased amplitude to validate stimulation. The patient thought that the lead may have come out. The patient confirmed comfortable stimulation. The patient also mentioned swelling on their legs and feet had returned. The patient had also mentioned that bloating had returned as well. No further complications were reported/anticipated.